Event description:
It was reported that the patient was referred for full vns replacement surgery due to high impedance. The vns was not programmed off at the time and the surgeon did not suspect any patient manipulation or trauma. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.